Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/25/2013 with the following results: testing confirmed issue in pump history, but was unable to reproduce it during testing. No defect was found. The black box and the alarm history shows multiple consecutive alarms occurring on the reported failure date on (B)(6) 2013 . The pump boots with audio/vibration and fully illuminated display screen, able to load the slave micro processor with a new software code.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.